Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an endoscopic variceal ligation (evl) performed on (B) (6) 2009. According to the complainant, during the procedure, the physician successfully ligated the first lesion in the patient's alimentary tract. When the physician went to ligate another lesion, the first band fell off the varix. It was reported that additional bleeding was caused by the band falling off. There were no attempts to retrieve the band and the procedure was completed with a competitor's device. It was reported that the bleeding was resolved after the competitor's device was used. However, the patient required a prolonged hospital stay for one day, for observation .

Manufacturer narrative:
(B) (4) prolonged hospital stay. Failure to maintain. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).